Event description:
It was reported that an electrical reset occurred with the device. The device was interrogated to obtain performance data, which cleared the eletrical reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset of the parameters due to a write to locked ram, addr=10c8, data=2 on (B)(6) 2012 03:45:39. Additionally there was one patient alert for por on (B)(6) 2012 02:45:39.